Event description:
Additional information was received. When the physician refilled the pump, they were worried that the variability was -10.8% to -15.5% each time. A series of variabilities at several refills from (B)(6) 2018 to (B)(6) 2020 was provided, confirming the variability ranged from -10.8% to -15.5%. It was stated, "because it was within the normal range (within 25%), replacement or inspection was not performed for that reason, but an investigation was requested at the time of replacement." The replacement occurred on (B)(6) 2020. There were no reported patient symptoms. Further complications were not reported.

Manufacturer narrative:
E1, street 1: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that underdose o ccurred. It was clarified that the actual dose was less than the programmed dose.

Event description:
Additional information received indicated that the patient in this case had a variability of 10% or more every time, which was considered abnormal per the hcp's experience, and the cause was unknown. It was noted that this issue started to be recognized relatively early after implant. It was also stated that there were no clinical symptoms suspected to be related to this event.

Manufacturer narrative:
B3: date is approximate and based on the report that the issue was first observed "relatively early after implant." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that there was actually a discrepancy between the amount of drug taken out from the pump and what was expected in that the amount of drug taken out from the pump was more than what was expected. That is the reason why the underinfusion was suggested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump would be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 450 mcg/day) via an implantable pump for "after the spinal cord tumor procedure." It was reported the patient was urgently transported to the hospital on (B)(6) 2019 with spasticity developing, centering around the mouth. The mouth "was choked down" and trismus developed. The whole body was in a state of tension. The event was considered serious. Gabalon tablets were given orally and the patient was discharged from the hospital on around (B)(6) 2019. It was indicated the symptoms were cured. On (B)(6) 2019 the patient was examined at the hospital and refilling was performed. It was indicated the variability was as high as 17%, but the patient's symptoms were cured in the standard range. It was stated the "condition was not good," but the details were unknown. The attending physician's assessment indicated "at the time of discharging from the hospital, gabalon tablets was prescribed, but it was considered there was no drug effect. (If the gabalon tablets had effect, the itb treatment would not be taken.)" On (B)(6) 2019, leakage from the catheter was concerned and catheter x-ray study was performed, but there was no abnormality. There was no abnormality in the rotor test of the pump as well. It was indicated withdrawal symptoms were suspected, although no device abnormality was observed and it was considered there was no causal relationship. However, "the data in the past with slightly high variability was checked and temporary stalling of the pump might be considered if the trend was rising trend. The answer of whether there was causal relationship with the pump or not would be scheduled after confirmation. (Confirmation would be made on a later date.)" The event was considered to be in remission. The event was considered not related to the drug, catheter, programmer, or surgical procedure, and unknown if related to the pump. Further complications were not reported. Additional information was received. The pump report was unavailable, it was not reported if any abnormal events were observed in the pump logs, it was not reported if any further troubleshooting was performed, the erv and arv observed at the (B)(6) 2019 refill was unavailable, the erv and arv for any other refills prior to (B)(6) 2019 wereunavailable, the cause of the patient's symptoms was undetermined, and the concentration of gabalon in the patient's pump was unavailable.